Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4) and (B)(4) (different meter serial numbers, same test strip lot number). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 07-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer reported complaint for 3 true metrix meters; customer is using the same test strips for all 3 meters. The customer is concerned with test results from results obtained of 249, 301 and 328 mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl and expected 2 hour post meal expected blood glucose test result range is 250-270 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/22/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 249 mg/dl date: 09:41 am time: 01/19 fasting result 2: 301 mg/dl date: 08:43 am time: 01/19 fasting result 3: 328 mg/dl date: 08:27 am time: 01/19 fasting result 4: 237 mg/dl date: 09:10 am time: 10/17 unknown result 5: 165 mg/dl date: 03:55 pm time: 06/05 unknown